Event description:
It was reported to philips that the system was unable to start the application and a lower power supply defect was identified on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service is awaiting replacement of the lower power supply. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).